Event description:
Surgeon determined to leave in small portion of the tc 43 tapercut bullet needle. Incorrect count. Missing item is less than 13mm in size. More risk to patient to remove item than to remain in patient per surgeon. Surgeon will document in post-op paperwork and will notify patient.